Event description:
It was reported during a da vinci-assisted hysterectomy procedure that one of the grips broke off the prograsp forceps instrument when it was being removed from the patient. The broken grip was retrieved from the patient with a 5mm endoscope bag. The procedure was completed as planned with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the prograsp forceps (471093-11/k11211213-0196) associated with this event has been performed. Per instrument was last used on 27-june-2022 on system sk8053. The device has 9 uses remaining after last use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the prograsp forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken grip at the grip base. Both grips were completely detached from the pins and the instrument grips were not returned. Fa concluded this failure is attributed to excess force applied to the instrument jaws. Additionally, the prograsp forceps instrument had signs of corrosion on the instrument bearings and the grip input disk bearings exhibited orange discoloration. Fa noted this issue is attributed to improper cleaning/reprocessing techniques.

Event description:
Refer to h10/h11 for follow-up information.